Event description:
Customer reported stuck button issue with insulin pump. Customer stated that numbers were ramping on their own. Customer also stated that the scroll bar not moving with no input.

Manufacturer narrative:
The pump passed the displacement test and self test. All buttons function properly. Successfully downloaded history files and traces using thus. No stuck key alarm found in the history files or traces. Pump error 53 (esf# (B)(4); file number: 2005; line number: 5632) was found in the history files on 05/01/2023 08:09:33.000 due to a software error. Pump was cut open to perform visual inspection and found moisture damage to the pcba 1, pcba 2, force sensor and motor home switch. The j1 connector on pcba 1 was locked properly during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded battery tube, cracked case, scratched case, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), broken belt clip rails, cracked case-corner of belt clip rails, pillowing keypad overlay, keypad overlay texture damage and damaged display window cover. Keypad buttons functioned properly during analysis and passed all required testing. Unresponsive keypad was not confirmed. A stuck button error alarm did not occur during testing and none were found in the history file. Stuck button error alarm not confirmed. Pump error 53 was confirmed due to a software error. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported stuck button issue with insulin pump. Customer stated that numbers were ramping on their own. Customer also stated that the scroll bar not moving with no input. No harm requiring medical intervention was reported. Troubleshooting was performed and advised to remove battery, press and hold the back button until the screen turns off. The customer will discontinue to use the device. The insulin pump will be returned for analysis.